Event description:
When these two tubings are connected - they have been known to come loose and separate. In this emergency c-section situation, anesthetic medication pooled instead of patient medication.